Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055941) in united states on 22-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. The first day or two after insertion she experienced major debilitating pain and bloated at least 3 dress sizes larger than she was. She bled ever since the procedure and she was on the depo shot and have not ever bled with the depo shot. She stated that she could not do anything; she could not even shower because the water hurt her stomach to hit it. It was painful to even touch her stomach softly. She felt like glass or razor blades cutting into her whole abdominal region. Her body would jerk away from the pain in a spasm type way. She cannot have sex, the device has caused her so much pain. Her high doses of pain meds were causing her to barely be able to think correctly. She was scheduled to remove essure in 2 days from the day of the report. She received flagil, percacet and ibuprofen as concomitant medications. Disability/permanent damage was mentioned as event outcome, but not specified and/or assigned to one of the events. Product technical complaint investigation received on 12-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started experiencing major debilitating pain / she felt like glass or razor blades cutting into her whole abdominal region (interpreted as abdominal pain), and she bled ever since the procedure (interpreted as genital bleeding). She was scheduled to remove essure. These events are listed in the reference safety information for essure. After essure insertion abdominal pain, genital bleeding and menses pattern changes may occur. Given the positive temporal relationship, nature of the reported events, and in the lack of an alternative explanation, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as incident since a surgical intervention will be required. Based on the available information no product quality defect was confirmed or identified; a relationship between the reported medical events and a quality defect was excluded.